Event description:
On april 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user perform a sensor re-link to allow the system to reinitialize and converge faster. Post re-link, the system was working within expectations. Overall, calibrations entered during periods of rapid chnage fit glucose trends well. The user was advised to continue using the system and to calibrate as requested when glucose is stable. Further follow was not possible as the user was unresponsive to multiple communication attempts. Per dms review, the user was using the system with up to date information.